Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06200. It was reported that the patient's leads had migrated. As a result, the physician explanted and replaced the patient's leads. Surgical intervention resolved the issue.